Event description:
The customer reported that the insulin pump was exposed to moisture. The customer stated that he accidently jumped into a lake while wearing the insulin pump and moisture underneath the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly.